Event description:
It was reported that every time the pump is in use, an error message appears. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 1/7/2025. H3: one device was returned for repair with complaint of ¿error message appears¿ during start-up. No relevant service records found in review of service history. Acu watchdog and check clutch/plunger lever were found on review of event history log. Visual/functional testing was performed. Travel reverse error¿check clutch/plunger motor and acu watchdog failure were both seen in history. The main printed circuit board (pcb) was replaced to address the watchdog failure error, and some worn drive train parts were replaced to address the check clutch error. Parts replaced included main pcb, leadscrew, clutch left, clutch right, worm gear, and worm coupling. Functional testing was performed to confirm all issues were resolved. A mainboard error and worn drivetrain parts were determined as being the primary cause of reported issues.